Event description:
It was reported that the patient's pacemaker system had an unspecified infection with inflammation and cysts. No device intervention was performed. The patient was stable.

Manufacturer narrative:
Correction: d6b should be (B)(6) 2021.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The lead met specifications prior to leaving abbott manufacturing facilities. As received, a complete lead was returned in one piece and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2021-37246 it was reported that the patient's pacemaker system had an unspecified infection with inflammation and cysts. The pacemaker system was explanted. The patient was stable.